Event description:
It was reported that myocardial perforation occurred. Pericardiocentesis was performed and the lead was repositioned. The patient was discharged in good condition.

Manufacturer narrative:
Na